Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she has had multiple boxes of tampons that contain at least one or two applicators with bent open petals. She noticed prior to insertion and did not use any of these tampons.